Event description:
A us distributor returned a monitor and reported monitor was experiencing check pad messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check therapy pad messages and bent pins) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging wires within the connector. The root cause not be positively identified. There was no adverse event that resulted from the damaged monitor.